Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. During the investigation, visual inspection revealed the power supply cable was frayed and wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires on the power supply. The power supply cable was replaced and there were no adverse consequences reported by the patient.